Event description:
It was reported that during a laparoscopic cholecystectomy procedure, at first, the device was fired on the cystic duct. After that, when the device was fired on the root of the cystic artery, the jaw became not to open at about the sixth or seventh firing. As the device became not to be released, another clipping product was fired on the patient¿s side, and then it was removed by cutting the tissue. The operation was finished without converting into open surgery. There were no adverse consequences for the patient. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Broken jaw at bifurcation the analysis results of the device found that the device was received with the jaw broken at bifurcation. Evidences of corrosion were found on the breaking area. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. In addition the handle was disassembled and no anomalies were noted with the internal components. No testing could be performed to evaluate the event reported due the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.